Manufacturer narrative:
The device was inspected and tested on 23rd june 2017. Within this inspection, functional testing and visual inspection was made. The result was: the device was out of specification; interval of the supplier maintenance was exceeded by the customer. As the device was out of specification, it generally cannot be excluded that the device has contributed to the event. However considering the minor deviations of the device, it is very unlikely that the device actually has contributed to this event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service received returned goods form on 22nd june 2017 from distributor. Distributor stated: "this item has been seen to "move" during surgery. The customer requires it be checked, repaired if necessary, and confirmed as being operational. This now having been logged as an incident at the hospital." Customer service received clinical incident report on 17th july 2017 from distributor. User facility stated: "the patient was being positioned prone in doro head clamp when the head slipped on application". The registrar caught the head immediately however there was some bleeding. The patient was returned to the ward bed (supine) and the wound assessed with staples applied. The consultant was happy to continue with a new head clamp. The original set (tray 8) was immediately given to (B)(4) for decontamination with (B)(4) office aware that it would be required for urgent repair."